Manufacturer narrative:
Insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and drive support disk was inspected and no anomaly noted.

Event description:
It was reported the insulin pump had a crack on the reservoir compartment. The drive support cap was not reported damaged. Customer was unaware how the damage occurred. Customer's blood glucose was 88 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.